Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked, supported by a customer-provided photo, and a replacement device was dispatched with instructions for returning the damaged unit; the original device was subsequently confirmed as returned. Symptoms included no reported adverse clinical effects or glucose-related symptoms. Outcomes included no impact on health and no need for medical intervention. Investigation included review of customer communications and confirmation of product return logistics. Investigation of this case revealed physical damage to the touchscreen consistent with a cracked display; no device malfunction affecting therapy was identified. It was concluded that the event was attributable to physical damage to the device screen rather than a performance failure, with no clinical consequences.